Manufacturer narrative:
Follow-up #1: date of submission 05-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: review of the black box revealed multiple records of unexplained power on reset events. The battery compartment was confirmed to be cracked as alleged in the initial report. The returned battery cap had stripped threads and was no able to secure properly to the pump and power interruption was duplicated with the damaged battery cap in place. A test cap was used to complete the investigation. With the test cap in place, the pump powered on and was exercised for 24 hours without any interruption in power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (damage) issue. It was reported that the user was unable to tighten the battery cap to the pump, the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.